Manufacturer narrative:
Product complaint # pc (B)(4). Additional information was requested and the following information was obtained. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the procedure name? Laparoscopic removal of endometriosis ¿ what is the procedure date? (B)(6) 2020 ¿ what date did the reaction occur on? (B)(6) 2020 ¿ how large of an area does the reaction cover? 7mm - 10mm 1-2 cm ¿ do you have any pictures of the reaction? No ¿ please clarify, were oral steroids prescribed/used? Oral prednisolone ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids)? If so, please clarify. Dermatology review; wound clean-up to remove excess glue ¿ what is the most current patient status? Improving ¿ can you identify the product code and lot number of the product that was used? Unknown ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No it was noted reaction started 4-5 weeks post-op. When did the dermabond slough off of the wound? Approx 2 weeks post-op was any other medical or surgical interventions performed? Dermatology review; wound clean-up to remove excess glue please describe how the adhesive was applied. As per IFU what prep was used prior to, during or after dermabond use? Chlorhexidine. Was a dressing placed over the incision? If so, what type of cover dressing used? Gauze dressing is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not known, no patch test done. Is the patient hypersensitive to pressure sensitive adhesives? Nil. Patient demographics: initials / ID, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions): nil. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails): n/k no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic removal of endometriosis on (B)(6) 2020 and topical skin adhesive was used. Reaction occurred 4-5wks post-op, skin reaction, blistering and itching/ scratching wound, weeping wound. Product was removed. Swab performed on wound- negative for infection. Treated with standard of care for wound and oral prednisone. No lot available. Additional information has been requested.